Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes were stored due to noise signals and oversensing, which look like electromagnetic interference (emi). The device remains in service. No adverse patient effects were reported.